Event description:
It was reported that the patient underwent stent-assisted coil embolization procedure of a wide-necked left posterior communicating artery aneurysm, measuring approximately 5 mm in size. After completing the embolization with the first coil, the physician selected a subject stent for assistance. After preparing according to the standard procedure, the physician inserted the subject stent into the microcatheter. There was slight stuttering during stent delivery, and the stuttering became severe after advancing a certain distance. The physician withdrew the subject stent for adjustment and then continued to advance it. After advancing another distance, the subject stent got stuck and could not be advanced further, and there was also significant resistance during withdrawal. The physician was unable to withdraw the stent system and had to choose to withdraw the microcatheter along with the stent system out of the body. With great effort outside the body, the subject stent was pushed out of the microcatheter, and it was found that the subject stent was severely deformed, with fracture and filament pulling at the tip of the stent delivery system. The stent microcatheter was damaged at proximal because of manipulation with force by physician on the table and could not be used further. The subject stent and microcatheter were replaced with the new stent and microcatheter and a new stent was successfully positioned and deployed. Coil embolization continued, and after satisfactory embolization, angiography was performed. The aneurysm did not opacify, and the procedure was concluded. There were no reported clinical consequences to the patient.